Event description:
It was reported that the prior to insertion, the physician tested the lead helix to make sure the helix would extend. It was observed the helix was not working well so it was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The analyst noted that the helix could be fully extended and retracted, and turns within specification. If information is provided in the future, a supplemental report will be issued.